Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19790; 2017865-2021-19801. It was reported that the patient presented in clinic with a possible pocket infection. The pocket site was warm and tender to touch. The physician started the patient on an antibiotic regime to see if the infection could be cleared. The patient was discharged.

Event description:
New information received notes that the system was explanted . The patient tolerated procedure well during and post procedure and was taken to recovery in stable condition.